Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac panel. A (B)(6) female pt came in on (B)(6) 2012 with cellulitis. Whole blood, edta pt samples were drawn on the morning of (B)(6) 2012. Initial sample was run at 3:10 am and re-ran 3 hours later. Six hours from initial sample run, samples were collected and tni result was 0.11. Sample was re-ran a second and third time. Pt was admitted to the hosp with cellulitis, but was not treated based on triage tni result of 0.11. No other pt info provided. Triage tni cut-off: tni = 0.06 - 0.1: protocol is to repeat testing, >0.1 is positive. Tni = 0.06 and above: is considered positive.